Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: approximately how far did the device cut and staple? The device made a first stapling without any problem. During the second refill he did all the cutting and stapling forward (corse go). During this operation it slowed its course with an unusual noise. Thereafter he did not make the return trip. The forceps remains locked in the closed position with the runner at the distal end. Impossible to return and to reopen the device. What troubleshooting steps were done to open the device? First try to activate the return with the small reverse button. The reverse button was totally unplugged, no effect. Opening of the cover located on the upper part of the device to lift the small black release lever. Impossible to lift the lift because it is totally blocked. Video call from the ethicon sales rep. Live and by video we performed the maneuvers that asked us to perform (the same as we had already performed) without success. The device never opened. I proceeded to insert a trocar more medial to the trocar with the device blocked. I placed a second echelon device parallel to the first and attempted a more medial stapling. The maneuver partially released the gastric tissue and gradually the gastric wall was freed. The closed clamp has been removed (still closed) by the trocar. The gastric walls presented a tear (non-effective stapling) of about 1.5 cm with damage to the entire staple line. A manual suture by veloc was performed on all the stapling lines what healthcare professional fired the device and what is his/her experience with the device? I have been using the echelon flex since 2017 when I started bariatric surgery in my facility this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that at the beginning of laparoscopic intervention (sleeve gastrectomy), the handle blocked after an unusual noise from activation to blocking. Failed attempts to activate the handle security system. Doubling the duration of surgery (total duration: 3 hours): need for a second surgical opening for removal of blocked device, stomach tear. Patient in enhanced postoperative surveillance. Cessation of use and removal of the device in question. Replacement with another functional device.

Manufacturer narrative:
(B)(4) date sent: 9/21/2022 additional information received: the anvil of the stapler is split in several places. The doctor told me that he heard an unusual metallic noise during the first stapling (like clack-clack-clack). When reloading, she raised her head and saw nothing. Unsuspecting, she wanted to do her second stapling and that's when the pliers got stuck without the stapling being complete and, above all, without being able to reopen the pliers. Even the emergency opening system was blocked. It took him more than a quarter of an hour to force the opening and free the patient's tissues.

Manufacturer narrative:
(B)(4). Date sent: 11/4/2022 d4: batch # u5a96w. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with an unknown trocar inserted in the shaft, with the handle shrouds damage, with the knife partially advanced, the closing trigger in the closed position and the anvil partially open. The anvil bent upwards and the anvil knife slot was noted to be damaged. In addition, a gst60d reload loaded in the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. No functional test was performed due to the condition of the device. It is possible that the damage on the handle shrouds was due to improper handling of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.